Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the imaging catheter and guide wire may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to remove the guide wire and cause resistance between devices may include, but not limited to, manufacturing, device placement technique, delivery catheter support, anatomical conditions/patient anatomical morphology, inner diameter of delivery devices, outer diameter of the guide wire, damage to the guide wire, damage to the delivery devices, coagulation of blood or procedural contaminates. The reported patient effect of dissection is listed in instructions for use guide wire hi-torque guide wires for ptca, pta, stents with ce as a known patient effect of the procedure. The investigation was unable to determine a conclusive cause for the reported difficulty to remove and dissection. It is possible that during the procedure the guide wire and/or the imaging device became damaged resulting in the reported difficulty to remove and dissection; however, this could not be confirmed. Additionally, the treatment appears to be related to the operational context of the procedure as a stent was used to cover the dissection. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device will not be returned for evaluation as it was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous lesion in the proximal left circumflex (plcx) artery. An unspecified bmw guide wire (gw) became stuck in an optis imaging catheter and could not be removed. The guide wire and the optis device had to be removed as a single unit, after which a dissection occurred. An unspecified stent was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.